Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, the device delivered less than expected. Prior to testing, the device had been returned to the engineering department with a note that stated damaged. No tracking info was provided; no event details were available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.